Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringes with luer-lok¿ tips, thee was a foreign substance on plunger of syringe. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
One loose 10ml assembled syringe with white tip cap and filled to 6ml with clear fluid was received and reported to be from batch #8083529 (p/n 301029). The sample was visually evaluated. The syringe was found to have a white oval shaped foreign matter attached to the stopper surface. The observed foreign matter is larger than level 3 in size, which is rejectable per product specification. Fourier transform infrared spectroscopy (ftir) analysis was completed on the material observed on the surface of the stopper. The 6ml of liquid in the barrel was discarded in order to access the material on the stopper. A small portion of this material was removed from the stopper and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely a plastic such as polymethacrylate. The potential root cause for the foreign matter found is undetermined, since the 10ml syringe was filled with clear fluid, the product integrity is compromised. There is not enough evidence to confirm if the contamination found inside the 10ml syringe occurred at the assembly process. At this point, it is not clear how and where the product was contaminated. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd syringes with luer-lok tips, thee was a foreign substance on plunger of syringe. There was no report of exposure, injury, or medical intervention noted.